Event description:
Additional information received indicates, the pump was given to the shipping department at the hospital. I have followed up with them they are not able to give me a ship date or tracking number.

Manufacturer narrative:
Additional information has been provided in b5.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product or logs were returned and limited clinical information was provided. The cause of the issue was not established as limited clinical information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 60 year old male with an acute myocardial infarction complicated by cardiogenic shock (pre support clinical state consistent with scai shock stage e) was supported with an impella device placed percutaneously via the right femoral artery. The patient experienced hemolysis during impella support, evidenced by pink urine, without associated structural cardiac abnormalities or device interaction with the mitral apparatus. Echocardiography confirmed slightly deep pump placement at 4.4 cm; however, imaging confirmed that the pump was not interacting with the mitral apparatus, and no anatomic cardiac abnormalities were noted. The device was not removed due to the event, and repositioning outcomes were unknown no patient injury beyond hemolysis was identified, and the patient survived to explant. A returned product analysis and data download will support further assessment, though based on available clinical information, device involvement remains undetermined. The hemolysis was most likely related to patient specific factors, including critical illness, underlying cardiac dysfunction, and potential hemodynamic instability.